Event description:
It was reported that the pump was refilled at 9:00 am and a confirmed motor stall was noted in the pump logs at 9:15 am. A motor stall recovery was confirmed at 11:02 am. Another pump motor stall occurred at 10:02 pm, and did not recover. The patient was asymptomatic. Additional information has been requested from the health care provider; it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a motor/feedthru anomaly. There was significant corrosion and bridging across the insulation of the m1 feedthru.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: n/a. Product type catheter. (B)(4).

Event description:
Additional information could not determine the cause of the motor stalls; however the second motor stall recovered over 24 hours later. The pump was set at minimum rate and the alarm was silenced. The pump was explanted and replaced. It was indicated that there was no patient injury and the patient had recovered without sequela. The drug delivered via pump was bupivacaine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.